Event description:
It was reported that the pt had impedance measurement >4000 ohms on all of the bipolar pairs electrode pairs. Longevity calculation estimated the neurostimulator battery life was 8 months to 1.5 yrs. The pt had no stimulation for close to a year and she had been taken care of her mother along with doing some heavy lifting during the past year. Additional info was requested.

Manufacturer narrative:
(B)(4).